Event description:
The customer contacted baxter's service center regarding a check final line alarm which occurred on the homechoice (hc) during fill 1. The home patient (hp) stated that the final line was leaking. The hp stated there was not a final bag connected to the hc. The technical service representative (tsr) advised the hp to end therapy and start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(4) 2012. She stated that the patient was supposed to have a final bag, and set the hc up incorrectly. The final line had no bag on it and the clamp was open, causing the leak. The patient skipped therapy for the rest of the night, performed manuals the next day, and the following day she completed therapy successfully on her hc. Therapy has been going well since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.